Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the clinical file showed the defibrillator was operating in rapidshock mode, which analyzes short segments of ECG during CPR and then reconfirms after CPR is paused. The overall result of 'no shock advised' was consistent with the device's intended function. The characteristics did not meet the threshold required to recommend a shock. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 63-year-old male patient cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.